Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Evaluation observed that the device did not recognize a closed door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the upper latch switch failure. The upper auxiliary will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door. No additional information is available.